Event description:
The pt was (B)(6) female who had double mastectomy surgery. The device, surgimend, was implanted on (B)(6) 2013. Within two weeks, there was redness and serious fluid containing "chunks". The pt was then treated with IV antibiotics. The pt underwent a second surgery. At that time it was observed that a small membrane was present but that the surgimend device had dissolved. The pt's condition at this time is not known.

Manufacturer narrative:
No product lot number was provided, so the implanted device's device history record could not be reviewed. However, the device is terminally sterilized using a validated sterilization procedure. It is unlikely that the device caused, or contributed, to the event. It is most likely that surgical error (causing an enterotomy on the small bowel) resulted in the subsequent contamination and multiple infections in the pt. In particular, bacterial contamination in close proximity to collagen-based devices may cause the devices to be digested by collagenase-type enzymes secreted by the bacteria.